Event description:
On (B)(6) 2010, pt reported experiencing erratic blood glucose readings leading to an inability to treat himself. Pt stated he was been experiencing elevated blood glucose for the past couple of weeks. Pt reported he delivers the bolus indicated by his bolus calculator but his blood glucose continues to be elevated. Pt stated his blood glucose went from 221 mg/dl to 178 mg/dl on (B)(6) 2010 with the bolus amount recommended by his bolus calculator. Pt's normal blood glucose is around 140 mg/dl. Pt reported he calculated a bolus amount every 1/2 hour, but the device gave a bolus calculation of 0.0 units of insulin. Pt stated he delivered an additional bolus of 5.0 units of insulin before going to bed and woke up with a blood glucose reading of 53 mg/dl. Pt reported he was unable to move and felt "paralyzed". Pt stated he was unable to treat the low blood glucose, so his wife gave him 2.5 ounces of orange juice. Pt reported his blood glucose came back up and he continued to experience the elevated blood glucose readings. Pt blamed the elevated blood glucose on his diet and not doing enough to control his blood glucose. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.